Manufacturer narrative:
The lfs product(s) has been requested for return to lifescan for evaluation. If the subject product is returned, an evaluation will be completed and the findings will be submitted in a supplemental report.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging error 2 meter issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 (B)(4) - device evaluation: the meter involved with this complaint has been returned to lfs and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the meter passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.